Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, moderately calcified, 90% stenosed, distal marginal coronary artery. A 2.75 x 38 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced with no resistance felt to the lesion and the stent implant was successfully deployed. There was no difficulty withdrawing the sds from the deployed stent. Following removal of the sds from the anatomy, a proximal edge dissection was observed. Another xience xpedition stent implant was successfully used to cover the dissection. No additional information was provided.